Manufacturer narrative:
(B)(4). Retainer ring = clear. On (B)(6) 2021 customer alleged the pump having pump error and cracked at battery tube. Thus software was utilized and downloaded trace/ history files properly. Unit passed displacement test. Toggled on/off and increased/ decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Pump error alarm (variable 03) file ID = 37; line number = 367; on (B)(6) 2021 20:26:09. 20:26:53. Confirmed in the file history and alarmed during self test. Used a test keypad assembly and performed the self-test and no pump error alarm and the audio tone volume functioning properly. Perform visual inspection on the keypad traces and found broken trace at pin 6. No moisture damage on the electronics, battery tube, motor, vibrator, and keypad assembly during visual inspection. Unit had missing display window cover, cracked keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails. Unit p-cap / test reservoir lock in place properly. In conclusion, pump error 63 alarm (variable 3) confirmed in the pump history due to broken trace at pin 6 (sda) on keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. The customer stated that they were unable to hear the alarm and it does not alarm when the battery goes low and insulin pump had crack on back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.